Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found the root cause of the reported event to be a damaged heating element within the drying manifold. The heating element is an electric heater that heats up the circulating air in the washer to dry the instruments. As the heating element was not operating properly, this allowed an electrical short subsequently causing the reported event to occur. The "fire" reported by the customer was likely sparks due to the electrical short; the technician confirmed there was no evidence of fire or smoke within the unit. The technician replaced the heating element, tested the unit, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that "fire" was observed inside the chamber of their reliance synergy washer. The fire alarm was not activated, and no evacuations were conducted. No report of injury.